Event description:
The site reported the following: a male pt with vascular disease underwent a procedure of the superficial femoral artery (sfa) while connected to a jetstream atherectomy device. The jetstream xc 2.1 atherectomy catheter was used along with a spartacore guidewire. When the operator was running the device, the guidewire inadvertently retracted back into the jetstream device. During repositioning of the guidewire, a dissection plain was noted in the sfa. The operator was then unable to advance the guidewire through the dissection plane and the procedure was abandoned. The pt was taken to surgery the next day and a femoral-popliteal bypass was done. The pt is reportedly doing well.

Manufacturer narrative:
Product analysis received and examined the returned jetstream xc 2.1 atherectomy catheter assembly. Functional testing of the returned catheter assembly found an abnormally loud motor sound. Our investigation determined that the motor kept spinning; however, the distal cutter was not. The remainder of the catheter appeared to be in good condition with no other observable defects. The pod of the catheter was opened and it was observed that the pinion gear became disengaged from the motor drive gear.